Event description:
During a transapical tavr case the valve was deployed too ventricular, resulting in central ai and pvl, and requiring deployment of a second valve. Initially, bav was performed and tee revealed mild ai. The 26 mm valve was delivered through the transapical approach and was centered 50/50 across the native annulus. With pacing on, the valve was deployed 70/30 ventricular and echo determined moderate to severe ai as well as moderate pvl. The valve was post-dilated with the delivery catheter balloon; however no improvement was shown on echo. The echo did not demonstrate a stuck leaflet but the cardiologist decided to poke it with the pigtail catheter anyhow, this did not change the hemodynamics. A second valve was necessary to improve the patient¿s hemodynamics. A second valve was placed a cell strut higher making its position about 60/40 ventricular. Echo demonstrated trace ai and trace pvl. The perceived cause of the cai was placement was too low, perhaps causing native leaflet overhang. A higher deployment would solve the ai problem.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and central valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it was reported that the cause of the central regurgitation was deployment of the valve too ventricular with possible native leaflet overhang. The cause for the paravalvular leak cannot be confirmed; however, severe calcification of the native valve is likely contributing factor. The central regurgitation and paravalvular leak were corrected with the placement of a second valve slightly more aortic to the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.